Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analysis found that the helix was disengaged from helical channel. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix mechanism and sleeve head, there was a tip seal observation and the stylet was stuck in the lead-distal coil.

Event description:
It was reported that the screw-mechanism of the lead did not work properly during the implant procedure. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.